Event description:
It was reported that the patient line became disconnected from the cartridge. Customer had elevated blood glucose levels (+300 mg/dl), and ketones.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.